Event description:
It was reported that during a ptca/stenting treatment procedure inflation difficulties were encountered. The lesion being treated was a calcified, 99% stenotic lesion in the lad coronary artery. The lesion was predilated with an unspecified device prior to placement of a penta stent. The maverick monorail balloon ruptured at 10 atms on the second inflation, but it is unclear whether the rupture occurred during predilatation of the lesion or with post placement dilatation of the stent. (The number of atms reached on the initial inflation is unk). The pt was asymptomatic during this event. The maverick monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Pt status is reported as 'good'.